Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient underwent barricaid implantation on (B)(6) 2025. The patient contacted the clinic on (B)(6) 2025. An MRI was performed on (B)(6) 2025. Reherniation at l4-5 observed on MRI. No evidence of device malfunction was observed.the patient reported during the third week of (B)(6) 2026 that physical therapy was not effective. The patient returned for a follow-up visit on (B)(6) 2026. The mesh portion of the implant was removed.